Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: catalog number: partial number indicated, as the serial number was not provided. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it looks as if the preloaded monofocal intraocular lens (iol) has a paracentral defect. Account indicated that it looks as if the iol is broken internally, approximately 1-2mm inside the edge of the lens. Through follow-up it was revealed that the lens model is dib00. No serial number was provided. No further details were provided.